Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a procedure performed on (B)(6) 2018. According to the complainant, the bolster detached inside the patient (date unknown). A replacement procedure was completed on (B)(6) 2019 and the bolster was removed endoscopically at that time. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Device codes: problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed presence of residues inside the tubing which indicates use and handling of the device. The molded internal bolster was detached from the tube. There were no foreign materials, no air bubbles, and no voids identified in the in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported incident that the bolster detached/separated. It is most likely that due to procedural and anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique during cleaning of the stoma/device, patient anatomy or other procedural factors. The manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices and handled/manipulated in the field. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. Correction to catalog number.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. Device codes: problem code 2907 captures the reportable event of internal bolster detached. Visual examination of the returned device revealed presence of residues inside the tubing which indicates use and handling of the device. The molded internal bolster was detached from the tube. There were no foreign materials, no air bubbles, and no voids identified in the in the tube/molded internal bolster indicating the material was formed properly. Remnants of the internal bolster remain attached to the tube indicating the components were joined prior the separation. The complaint was consistent with the reported incident that the bolster detached/separated. It is most likely that due to procedural and anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Probably the molded internal bolster was detached due to user technique during cleaning of the stoma/device, patient anatomy or other procedural factors. The manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices and handled/manipulated in the field. Based on the information available and the analysis performed, the investigation conclusion code for the encountered damages will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a procedure performed on (B)(6), 2018. According to the complainant, during the removal of the device on (B)(6), 2019, the internal bolster detached inside the patient. The detached bolster was removed endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was placed during a procedure performed on (B)(6) 2018. According to the complainant, during the removal of the device on (B)(6) 2019, the internal bolster detached inside the patient. The detached bolster was removed endoscopically. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no reported patient complications as a result of this event.